Event description:
It was reported that the patient stated feeling the device vibrate and heard an electric razor noise. Device interrogation revealed that device data was all normal for the patient. The device remains in use. It was noted that the patient is part of the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.